Event description:
The device was applied during a laparoscopically assited vaginal hysterectomy procedure. Reportedly, the safety shield did not retract. The surgeon applied another device to complete the procedure. The hosp has rpeorted that no pt injury occurred.